Manufacturer narrative:
Failure analysis revealed the insulin pump was unable to prime during prime test. The device also was unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests as a result of the prime anomaly.

Event description:
It was reported that the insulin pump was squirting out the insulin during prime. Advised customer to return on back up plan. The customer's husband called and reported the customer had low blood glucose. Her glucose level was 101. The husband stated that the customer had a shot of glucagon, four glucose tablets and two glasses of orange juice. It was also reported that the customer was hospitalized for low blood glucose and got treatment for several days in the intensive care unit.